Event description:
I was supposed to have a total thyroidectomy and the medtronic laryngeal nerve monitor malfunctioned during my procedure. What was supposed to be a 2 hr surgery was only half done 7 hours later. I had to have a repeat surgery 8 weeks later. It was very traumatic to incision having to go thru it all over again after I was hospitalized 4 days from the original procedure. Thankfully there was a new machine for my second surgery, I was done in 2 hrs and went home the next day. I just want someone to know that this medtronic machine malfunctioned so no one else has to suffer like I did.